Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr, section 803.56, if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical, that the avea ventilator uim (user interface module) has a fading picture. As of this time, there is no information about patient involvement associated with this reported event.